Event description:
On july 20, 2006 the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter would not power on after it had been dropped. On july 21, 2006 the medical affairs specialist (mas) spoke with the patient to obtain and verify information. In 2006, the patient dropped the meter; it hit her knee, and then it would not power on. The patient was unable to obtain a blood glucose reading. On the morning of the fourth day upon rising, the patient experienced the symptoms of dizziness, blurred vision and poor coordination. These are the patient's usual symptoms of hypoglycemia. The patient attempted to test her blood glucose level; however the reported meter would not power on. Following the use of the meter, the patient administered self-care by eating breakfast, and she felt better afterwards. The patient takes a combination of nph insulin and regular insulin twice per day. The patient adjusts her insulin dose based on the meter readings. The evening before the event, the patient had taken 30 units of nph insulin and 30 units of regular insulin. The patient also has hypertension. During the troubleshooting telephone call, the customer care advocate (cca) talked the patient through reseating the meter's battery, and the power issue was resolved. The patient obtained a blood glucose reading of 226 mg/dl at 5:00 pm, just before dinner. The meter, test strips and control solution were replaced. The patient was unable to test her blood glucose level due to the meter's power issue, did not adjust her insulin dosage, and felt "hypoglycemic" the next morning. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.